Event description:
Our rep is reporting that in 2009, a patient underwent an arthroscopic shoulder repair with the use of 3 lupine br anchors for fixation. At some time subsequent, the patient presented (undefined); an MRI was taken and it was determined that there were cyst formations around the 3 anchors, they believe that this condition caused partial or complete anchor pull outs. The patient is referred to another surgeon, for an eventual re-surgery for remedy. Also see associated mdrs 1221934-2009-00393 and 1221934-2009-00394.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.